Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a power on reset message that was noticed when the patient went to charge up his implantable neurostimulator. It was an informational power on reset message that was cleared by using the patient programmer. There were no further complications reported.